Event description:
A report was received that the during a trial case, the physician punctured the patient's dura mater causing a csf leak. The lead was explanted. The patient was having headache post-operatively and the physician administered intravenous fluid to treat it. The headache has been resolved and the patient was doing well.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.